Event description:
A company representative reported that a mesa rail/rod puller became deformed during a surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Device was discarded.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and no adverse trends were observed. It was reported that a mesa rail/rod puller became deformed during a surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. Per additional correspondence, the event occurred while removing the screws / rods. The device was not used at a difficult angle, the bone quality of the patient was reported to be hard and excessive force was applied. Since the device was not returned, an exact cause of the reported event could not be determined. Potential causes include application of excessive force, hard bone quality of patient, normal wear due to excessive use or age of device, etc.

Event description:
A company representative reported that a mesa rail/rod puller became deformed during a surgery. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.